Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, suture was too thin, and it was easy to break as soon as it was clipped, and the thread was easy to get knotted. Surgeon replaced the suture device. Device was not used in patient. No patient injury.